Event description:
It was reported that an altitude alarm occurred. Customer¿s blood glucose level was 230 mg/dl. Customer was able to resume insulin with original cartridge. No additional event information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.